Event description:
It was reported that the device lost power three to four seconds after boot up. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the issue to be battery well #1 grommet post cross threaded and failing to allow the battery wire harness mounting nut to be adequately connected. The observed issue resulted in intermittent battery one connection for random device reboot or power loss when battery two was removed. Physio replaced the rear case assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.